Event description:
Information was received from a manufacturer representative regarding a patient having spinal therapy. It was reported that the visual field was cloudy. There was no patient symptom reported. There were no further complications reported regarding the event. The type of procedure involved during the event was micro endoscopic discectomy (med) procedure.

Manufacturer narrative:
H3: product analysis of product: (B)(4), lotno:1827261 analysis found that during inspection at the time of acceptance, it was observed that there was a scratch on the outer tube. B3: event date is unknown e1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.